Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-04330 and 2134265-2016-04054. It was reported to that automatic pullback failure occurred. The target lesion was located in the coronary artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During a percutaneous coronary intervention (pci), it was noticed that the opticross¿ imaging catheter could not performed automatic pullback. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.